Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter was not functioning as intended. Reportedly, the pump and customer's phone application was displaying different blood glucose values. No additional patient or event information was available. A root cause could not be determined.